Manufacturer narrative:
H3) a software analysis was initiated. Analysis was unable to determine the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. Initial reporter received. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating it is not known what cause the reported issue. The patient had a mask on for their CT scan which may have caused some problems.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy after difficulty registering. The site attempted to trace 5-6 times, no points were seen superficially on skin, passed and advanced to navigation and was approximately 2mm inaccurate on lateral canthus. 3 point registration was used and when proceeding to navigation 3cm inaccurate, when navigating. Assigned touch points, all points collected were red, displayed sphere of accuracy. The site continued the procedure accounting for inaccuracy. It was noted that the patient had a mask on during the exam. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.